Event description:
Screws holding the calf support onto the foot support were stripped.

Manufacturer narrative:
The hill-rom service technician found the screws holding the calf support to the foot support were stripped. The service technician replaced the calf and foot supports to repair the bed.